Event description:
The pt was being implanted with a left ventricular assist device (lvad). The vad coordinator reported that during implant, the pump started at 6000 rpms after cardiopulmonary bypass (cpb), flows decreased to 3.5 l/m and air seen in the ventricle and de-airing was in progress. After 5 minutes, the pump shut off, it was restarted and ran for less than a minute, then shut off again on its own. The pump was restarted again and once again, within a minute, shut off again. The system controller was exchanged with another system controller. The pump was started again at 6000 rpms with the second system controller, and again, the pump stopped on its own after 4 minutes, during the time the outflow graft was clamped due to air in the ventricle. The pump was restarted back up at 6000 rpms and it never shut off again. Once the pt was in ICU, the second system controller was exchanged with another system controller as a safety precaution.

Manufacturer narrative:
Both of the system controllers were returned to the manufacturer for evaluation and are currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.